Event description:
It was reported that the patient experienced a jolting sensation around the implantable neurostimulator (ins) for the past 3 to 4 days. There was no reported accident or incident associated with this event. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3778-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: na. Lead: model 3778-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).